Manufacturer narrative:
The device remains implanted. The cause of the pain experienced by the patient could not be conclusively determined. Evoke scs system surgical guide lists persistent post-surgical pain at hardware implantation sites as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain radiating from the evoke closed loop stimulator (cls) implant site to their lower limb during ambulation. Cluneal nerve radiofrequency, para-vertebral blocks, and transforaminal epidural injection were administered but were unable to resolve the patient's pain. A revision procedure was performed and the cls was repositioned.